Manufacturer narrative:
(B)(4). The complaint for air in tubing was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical service (gts) regarding air in the patient line on the home choice (hc) during initial drain. The home patient (hp) stated he was already connected. The hp stated he did not open the clamp on the patient line during prime so there was a gap of air in the line. Gts assisted the hp to end therapy and advised the hp to set up with new supplies. Product surveillance (ps) spoke with the hp's nurse, who was not aware of the incident. The nurse said she would call the hp and review proper procedures. The nurse said therapy was going fine, and there were no complications. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.